Manufacturer narrative:
The investigation into the limb ischemia issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. The root cause of the issue was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old male in st elevated myocardial infarction presented for impella cp support. The patient was then transferred to a tertiary center for continued monitoring. The tertiary center explanted the impella device due to limb ischemia. Vascular was consulted and fem-fem discussed and placement of an arterial line.